Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults were detected. The electrode involved in the incident was returned. It has been inspected visually but was not in a state suitable for any further testing. Its gel side was stuck to a plastic pouch and showed traces to have been folded onto itself previously. It shows a burnt area of 20 x 10 mm located on the low end of the left side of the electrode when viewed from the gel side. Based on the information provided to us no root cause could be determined so far. We have requested additional information on the precise position of the injury on the patient, the electrode's position on the patient, the generator used and more details on the procedure. We will provide a follow up report upon receipt of this information.

Event description:
On (B)(6), we have been informed about an incident at an unknown hospital in (B)(6). A non monitoring dispersive electrode (model rs05) and an unknown generator was used. A patient was submitted to vulvectomy surgery. At "the end of procedure, was noted in place that scalpel plate, a little burn." The electrode involved in the incident shows a burnt area on the long gel edge of about 10 x 20 mm. No information about the patient, the patient position, skin preparation, the orientation of the electrode, the generator model and more details on the procedure (energy settings, duty cycles) have been received by us yet despite of repeated requests.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults were detected. The electrode involved in the incident was returned. It has been inspected visually but was not in a state suitable for any further testing. Its gel side was stuck to the transparent protective liner on the side not siliconized. It shows a burnt area of 20 x 10 mm located on the low end of the left side of the electrode when viewed from the gel side. Based on the information provided to us no root cause could be determined so far. We have repeatedly requested additional information on the precise position of the injury on the patient, the electrode's position on the patient, the generator used and more details on the procedure. But none of this was made available to us despite of repeated requests. We therefore consider the investigation closed.

Event description:
On february 15th we have been informed about an incident at an unknown hospital in (B)(6). A non monitoring dispersive electrode (model rs05) and an unknown generator was used. A patient was submitted to vulvectomy surgery. At the end of procedure, was noted in place that scalpel plate, a little burn". The electrode involved in the incident shows a burnt area on the long gel edge of about 10 x 20 mm. No information about the patient, the patient position, skin preparation, the orientation of the electrode, the generator model and more details on the procedure (energy settings, duty cycles) have been received by us yet despite of repeated requests.